Event description:
This event is reported as: crack/split found on corrugated tubing at distal end of expiratory limb of (B)(4), pediatric heated wire circuit during inventory check. Not used on pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.